Manufacturer narrative:
The bells and plates have deep scratches. Brass showing through.

Event description:
Customer is reporting that both the clamps they purchased in (B)(6) 2024 are having issues with the coating coming off the instrument, spd has deemed one of them no longer available for use and the other is starting to do the same thing